Event description:
It was reported that x-ray revealed that the device had slightly rotated in the pocket. The physician placed back the device in the correct orientation. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.